Event description:
Cvvh (continuous veno-venous hemofiltration) machine screen froze. Unable to change settings. Flushed blood back to patient and discontinued the machine.

Event description:
Cvvh (continuous veno-venous hemofiltration) machine screen froze. Unable to change settings. Flushed blood back to patient and discontinued the machine.